Event description:
It was reported that this pacemaker was found to be in safety mode via latitude. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will not return.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode via latitude. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The information provided indicates this product is currently being held at the hospital for their routine internal investigation. Upon receipt and analysis of this product, an updated report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode via latitude. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.